Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that intraoperatively, a small white ring was found on the anterior surface of the stomach. It was removed and believed to have come from a 5mm non-shielded trocar. The surgeon commented taht the white internal seal (trocar and ring included) was not present. The trocar in question was used for the entire procedure and was not replaced. There was no patient consequence.